Manufacturer narrative:
UDI code not available. The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to received information the device did not cause or contribute to the explantation which was due to medical reasons, namely a headache. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported he patient's access to sound with the device was normal and good. For the past 2 to 3 months an obvious headache was reported by the patient when the audio processor was activated. A history of head trauma was denied. Diagnostic imaging was not performed to assess the position of the active electrode array. In situ testing was indicative of a functional device. The patient was re-implanted on (B)(6) 2015. It was stated in the device explantation report that the reference electrode was severed during removal surgery and that the device or a malfunction of it did not cause or contribute to the explantation. As per latest information received, the patient is performing well with the new device.

Event description:
It was reported the patient's access to sound with the device was normal and good. For the past 2 to 3 months an obvious headache was reported by the patient when the audio processor was activated. A history of head trauma was denied. Diagnostic imaging was not performed to assess the position of the active electrode array. In situ testing was indicative of a functional device. The patient was re-implanted on (B)(6) 2015.